Event description:
The patient was doing resisted walking with a bungie cord for resistance strengthening. The bungie cord broke and hit the patient in the groin area. The bungie had been checked for fraying within the last 5 hours. No fraying was evident however, the cord came loose where it is folded over the metal ring and stapled. It appears the cord that failed did not have enough cord overlay in which to staple it in the binding.